Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. The device history record was unable to be reviewed for this device since the manufacturer date was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was presumed that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected by following the instructions for use, which state: 9. Preparation and inspection. - visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. - move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the 3-digit lot number provided, the manufacturing date of the device was in the month of march 2024, but a specific date could not be identified. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the customer`s complaint. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.